Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the pump features were able to be accessed. There was no patient involvement, as device had not been used on a customer at the time of the reported event. Reportedly, the pump was for demonstration purposes.